Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 449 mg/dl. Customer reported that they received no delivery alarm during priming. Customer was able to clear the alarm and resolved by changing the whole set. Customer reported that they received unexpected restart alarm. Customer was able to clear the alarm and rewound the insulin pump successfully. The alarm did not occur shortly after insertion of new battery. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.